Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient requested to have the ICD removed and replaced with a pacemaker. The physician explained the device could be reprogrammed to prevent inappropriate shocks. The patient had severe post-traumatic stress disorder (ptsd) from being awake while shocked and requested the device be removed. The patient also reported burns from the shocks and could smell flesh burning. This ICD was explanted and replaced with a pacemaker. This ICD has not been returned to boston scientific. No additional adverse patient effects were reported. This ICD was returned to boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient requested to have the ICD removed and replaced with a pacemaker. The physician explained the device could be reprogrammed to prevent inappropriate shocks. The patient had severe post-traumatic stress disorder (ptsd) from being awake while shocked and requested the device be removed. The patient also reported burns from the shocks and could smell flesh burning. This ICD was explanted and replaced with a pacemaker. This ICD has not been returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.